Manufacturer narrative:
According to the distributor, there was no known reportable event that occurred. One indicator showed bleeding of the ink and the user had to reprocess the load. There was no report of infection, injury or harm to patients.

Event description:
A user facility informed that the integron it26-c ci has leakaged.